Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The other three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement with two proglide devices in both the right common femoral artery (rcfa) and left common femoral artery (lcfa) were attempted, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with all four proglide devices. Two additional proglide devices were used for successful suture placement using the pre-close technique in the rcfa. Two additional proglide devices were also used for successful suture placement in the left common femoral artery (lcfa) using the pre-close technique. The sheath was upsized to a 14f. The aaa was completed and hemostasis was achieved in the lcfa and rcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.